Event description:
One cardiothoracic surgeon indicated verbally and in writing closing three (3) pts with sternal cable. Pts developed sternotomy infections believed to be associated with the cable system. Pt details, dates, and specific outcome info was not provided. The events were recalled to the manufacturer via a rep in early fall 1999. An investigation ensued. Product was tested and found to pass sterility. Surgeon then provided a written synopsis received in 01/18/2000 leading to this filing.